Event description:
The physician achieved arteriotomy closure in 2001 using a closure s tsl 6 fr device. The patient had had a diagnostic and interventional procedure three days earlier and manual compression was used to achieve hemostasis. The patient returned with chest pain and was therefore recathed. There were no complications with device deployment and closure was successful. The patient was discharged with no problems. 19 days later, the patient was readmitted with no fever but with a painful pulsatile mass in the groin. There was no drainage. The patient also had atheroembolism to lateral two toes. 4 days later, anaerobic blood cultures were found positive for mrsa.no further information has been available to perclose.